Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 10-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified distal right coronary artery. The lesion contained >=90 degrees bend. A 2.50x12mm promus element plus drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different stent with support of guidezilla. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus element plus, mr, ous 2.50x12mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified proximal stent damage. Proximal stent struts had been stretched in a proximal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 320mm distal to the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.